Manufacturer narrative:
(B)(4). Report source: foreign country: south africa. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trocar driver tip was broken. The event occurred outside the operating room. There was no impact on the patient or patient involvement. Attempts have been made and no further information has been provided.